Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, abdominal discomfort, abdominal discomfort and uterine fibroids. Concomitant products included alprazolam from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), vaginal discharge ("vaginal discharge"), inflammation ("inflammatory issues") and procedural pain ("extremely painful surgery") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and back pain had resolved and the weight increased, endometriosis, vaginal discharge, inflammation and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, inflammation, menorrhagia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), weight gain and endometriosis. Date of removal: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on (B)(6) 2016: focal mild squamous dysplasia and koilocyte-like atypia (cin I) with background squamous metaplasia and acute and chronic inflammation. Pathology test - on (B)(6) 2016: abnormal pap test: low grade squamous intraepithelial lesion. Encompassing: human papilloma virus/mild dysplasia/cervical intraepithelial neoplasia. Ultrasound scan vagina - on (B)(6) 2013: bilateral essure coils are in place; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media- inflammation concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- pelvic pain, abdominal pain, dysmenorrhea, weight, menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs, mr and social media received. Reporter information updated. Lot number added. New events: abnormal bleeding (vaginal), vaginal discharge, lower back pain, inflammatory issues were added. Medical history, concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, abdominal discomfort, abdominal discomfort and uterine fibroids. Concomitant products included alprazolam from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), vaginal discharge ("vaginal discharge"), inflammation ("inflammatory issues") and procedural pain ("extremely painful surgery") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and back pain had resolved and the weight increased, endometriosis, vaginal discharge, inflammation and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, inflammation, menorrhagia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), weight gain and endometriosis. Date of removal: (B)(6) 1986. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy cervix - on (B)(6) 2016: focal mild squamous dysplasia and koilocyte-like atypia (cin I) with background squamous metaplasia and acute and chronic inflammation. Pathology test - on (B)(6) 2016: abnormal pap test: low grade squamous intraepithelial lesion. Encompassing: human papilloma virus/mild dysplasia/cervical intraepithelial neoplasia. Ultrasound scan vagina - on (B)(6) 2013: bilateral essure coils are in place; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media- inflammation concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- pelvic pain, abdominal pain, dysmenorrhea, weight, menorrhagia, endometriosis. Lot number: 50701223, manufacture date: 2012-11, expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the weight increased and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), weight gain and endometriosis. Date of removal: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- case becomes incident. Event injury was removed. New events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), weight gain and endometriosis were added. Implant date was updated. Product indication was updated. Lab data was patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.